Event description:
Hcp reported the patient came in for a routine refill in 02/2002 and 13.9cc were removed from the pump instead of the expected 3.9cc. The side port was accessed and 2cc of fluid was removed. A rotor study was performed and "the rotor appeared to rotate". The patient called 4 days later with complaints of nausea, vomiting, and increased pain. Pt stated pt had been taking oral analgesics since. The pump was replaced 2 days later. The patient is reported to be doing fine.